Event description:
Patient reported son was diagnosed with "adhd" and is currently being treated with concerta, occupational therapy, and speech therapy. No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the left side. See MFR#9617229-2015-00029 for the right side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted device has not yet been returned. Device labeling: breast implant rupture is considered ¿silent¿ when it occurs without any other problems, signs, or symptoms. Breast implant rupture is considered ¿symptomatic¿ when it is accompanied by changes in the look or feel of the breast and/or breast implant. Advise your patient that she will need to have regular mris to screen for rupture even if she is having no problems. MRI screenings should be performed at 3 years postoperatively, then every 2 years thereafter. If rupture is noted via MRI, then you should advise your patient to have her implant removed. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond. Patients should be advised that additional surgery to their breast and/or implant will likely be necessary over the course of their lives. Additional surgeries to the patients¿ breasts will likely be required, either because of implant rupture, other complications, or unacceptable cosmetic outcomes. Explanted devices should be intraoperatively assessed by the explanting surgeon to identify the presence or absence of implant rupture and gel migration and returned to allergan for evaluation. Ruptured breast implants must be reported and should be returned to allergan.

Event description:
Health professional reported a left side rupture. Magnetic resonance imaging (MRI) report confirmed "extracapsular rupture of a left retropectoral prosthesis." Device has been removed.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/05/2016. Device was received for analysis. Analysis completed on 06/08/2016. Device analysis results: red particles were observed on the gel. The implant weighed 121.24 gm. Visual analysis showed 40 mm dark patch edge material inside gel device.

Event description:
Patient reported son was diagnosed with "adhd" and is currently being treated with concerta, occupational therapy, and speech therapy. No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the left side. See MFR # 9617229-2015-00029 for the right side. Health professional reported a left side rupture. Magnetic resonance imaging (MRI) report confirmed "extracapsular rupture of a left retropectoral prosthesis." Device has been removed.